Event description:
It was reported that the patient had bilateral knee surgeries and continues to experience constant pain. Patient still walks with a cane and says he falls with his left leg and his right leg goes numb. Patient also stated that he feels like his knees are going to give out.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left scorpio knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
An event regarding pain involving an x3 triathlon ps insert was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned for evaluation they remain implanted. Medical records received and evaluation indicated. In this morbidly obese patient there are no documented clinical problems with the bilateral total knee arthroplasties that are demonstrated to be related to factors of faulty prosthetic design, manufacturing, or materials. Device history review. Not performed as no lot code was provided. Complaint history review not performed as no lot code was provided. The exact cause of the reported pain could not be determined. Medical review indicates the event is not device related. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had bilateral knee surgeries and continues to experience constant pain. Patient still walks with a cane and says he falls with his left leg and his right leg goes numb. Patient also stated that he feels like his knees are going to give out.